Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they saw the thermometer icon at least twice while recharging. The patient stated that during her recharge session she sits in a chair with a light robe on. It was reviewed that the patient should try charging in a well ventilated area and to minimize ambient heat sources. It was also reported that the patient was having issues recharging. The patient stated her therapy was turned on tuesday. On friday night she was at a quarter full and it took 3 hours to recharge. She was never able to fully recharge. On sunday, she was again at a quarter charge, but it took almost 4 hours to recharge. Additionally, after the sunday recharge session, she had incredibly intense pain for 9-10 hours and trouble sleeping. The patient stated her implant site was still healing. The patient was redirected to their healthcare provider. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not realized how long a recharge session could actually take. The patient was being more patient and also breaking the recharge into two shorter segments. The recharge issue seemed to be resolved. The patient further reported that the report of intense pain and trouble sleeping had not totally resolved. They were still in the healing phase. The ins was implanted on (B)(6) 2017. The pain at the implant site happens more when they recharge for more than 2 hours at a time. They were still experimenting with stimulation levels. They were initially at 2.8 and now the stimulation level was 4.4. They were considering increasing to 4.5 mid-week. At this point they had moderately reduced pain medications and were functioning much better. No complications were expected.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 serial# (B)(4) product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported a change in recharge interval. The patient reported that she typically recharges once a day after about 24 hours and ins typically depletes by one fourth. Patient said that she noticed twice this week that after 24 hours it hadn't depleted yet however after 36 hours it was down by one fourth. Patient also mentioned that when she increased to 4.5 she felt funny things in other parts of her body which resolved when she decreased the stimulation. Patient then mentioned that the reason for getting the implant was to treat the two types pain because of shingles. Patient said she has nerve pain and high sensitivity to touch pain. The patient said that the nerve pain is gone however the high sensitivity to touch pain has not gone. Patient said that she also takes 10 medications and lidocaine patches. Patient said that the stimulation has helped to the point that she can function otherwise said she wouldn't be able to do anything due to the pain. Patient said that she uses therapy 24/7, and has only turned it off once which was in march. Patient said that her starting setting in february was 3.8 and is now at 4.4. Factors that contribute to recharge interval were reviewed and that the remote only shows battery levels in quartiles. It was explained that the actual battery voltage could vary at the start of each recharge session. The patient was redirected to their healthcare provider to schedule an appointment with a manufacturer representative to check recharge statistics and perform recharge interval calculation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.